Manufacturer narrative:
Pharmacovigilance comment: the serious event of vascular stenosis was considered expected and possibly related to the treatment. Seriousness criteria included the medical intervention given to prevent a potential permanent damage. The non-serious events of implant site pallor and implant site discoloration were expected and possibly related to the treatment. Potential contributory factors include injection technique. The case did meet the seriousness criteria for expedited reporting to the regulatory authorities. Manufacturer comment: the serious event of vascular stenosis was considered expected and possibly related to the treatment. Seriousness criteria included the medical intervention given to prevent a potential permanent damage. The non-serious events of implant site pallor and implant site discoloration were expected and possibly related to the treatment. Potential contributory factors include injection technique. The case did meet the seriousness criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action.

Event description:
(B)(4) is a spontaneous report received from a physician during a short conversation with a company representative. The case involved a female patient of unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments. On (B)(6) 2017, the patient received treatment with unknown restylane defyne (lot unknown) to the nose (root, back, and tip of nose) with unknown needle and unknown technique. During the application, blood vessel stenosis (vascular stenosis) occurred, resulting in a white discolouration(implant site pallor) of the nose up to the forehead. The attending physician immediately applied hyaluronidase [hyaluronidase], and the white discolouration abated. A blue discolouration (implant site discolouration) of the affected area resulted and persisted for around a day, then also abated. Outcome at the time of the report: blood vessel stenosis was recovering/resolving. White discolouration was recovering/resolving. Blue discolouration was recovering/resolving.

Manufacturer narrative:
Correction made to submission of follow-up 1. Upon review of this report, it was discovered that the first submission of follow-up one contained a discrepancy in the appropriate report numbers. The report numbers had been transposed and galderma llp importer number had been reflected as MFR report #, and uf/importer report # contained the galderma q-med MFR number. It had also been discovered that the case was a foreign report, and only required submission on behalf of the manufacturer. This submission corrects the above reported errors. Pharmacovigilance comment: the serious event of vascular stenosis was considered expected and possibly related to both treatments. Seriousness criteria included the medical intervention given to prevent a potential permanent damage. The non-serious events of implant site pallor and implant site discoloration were expected and possibly related to the treatments. Potential contributory factors include injection technique. It was reported in the follow-up that the patient had recovered. The case did meet the seriousness criteria for expedited reporting to the regulatory authorities. Manufacturer comment: the lot number was not reported. All lots of galderma's hyaluronic acid filler products have been manufactured and released according to galderma uppsala quality management system and have not shown signals or trends in routine lot analysis. CAPA comment: the adverse event report of vascular stenosis is consistent with the known events of vascular occlusion and injection site ischemia. The information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action.

Event description:
Case reference number (B)(4) is a spontaneous report received from a physician during a short conversation with a company representative. The case involved a 31-years old female patient. No information was provided about concurrent diseases, concomitant medication, history of allergies or previous filler treatments. The patient's medical history included asymmetry of nose/nasal hump. On (B)(6) 2017, the patient received treatment with 0.4ml restylane defyne (lot unknown) to the nose bridge with a 25g cannula and unknown technique. To lift up the tip of the nose, the patient received treatment with 0.15ml restylane volyme (lot unknown) to philtrum and columella nasi (nose tip) with a 25g needle and unknown technique. During the application of restylane defyne to the nose bridge with the cannula, blood vessel stenosis(vascular stenosis) occurred. The right wing of the nose presented white discolouration(implant site pallor) extending up to the forehead with a width of 3-4 cm. The reporting physician immediately applied hylase dessau [hyaluronidase] around 4000 units mixed with lidocaine [lidocaine] until 07:00 p.m. And thereafter, the affected area showed signs of blood perfusion again, and the white discolouration abated. A blue discolouration(implant site discolouration) of the affected area resulted and persisted for around a day, then also abated. Additional treatments with hyaluronidase were applied until (B)(6) 2017, amounting to a total of 6000 units (including the previously mentioned 4000 units). Other corrective treatments included acetylsalicylic acid [acetylsalicylic acid] 100 mg per day and was taken for around 7 days, and from 15-dec-2017 prednisone [prednisone] was taken for 4 days (50/50/25/25 mg). Warm compresses were continuously applied. After 1-2 days, a marked improvement was observed, and the patient completely recovered after 4-6 weeks. The reporting physician assessed the causality between the product and the adverse events as "possible", referring to the needle/cannula. He did not classify the case as serious from his perspective. Outcome at the time of the report: blood vessel stenosis was recovered/resolved. White discolouration was recovered/resolved. Blue discolouration was recovered/resolved. Tracking list: v. 0, initial. V. 1, fu received on 29-jan-2018: updated demographic data, medical history, treatment details, severity of events, outcome and reporter causality. Added additional suspect product and corrective treatments.